Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the wake button was unresponsive. Additionally, the customer experienced difficulty charging the pump with the usb cable. A replacement cable was sent to the customer. Customer¿s blood glucose was 150mg/dl. Reportedly the customer continued to use the pump for insulin therapy.

Manufacturer narrative:
The failure investigation has been completed and the alleged quick bolus button issue was verified. Additionally the alleged usb cable issue could not be verified as the product was not returned for investigation.